Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation was informed of an event involving fdr go. It was reported that the unit unexpectedly powered off and the user noticed a burning smell. The machine was unable to be powered back on for some time causing multiple patient imaging delays. The source of the burning smell was due to blown fuses in the panel, however, the cause of the blown fuses is unknown. There is no death or known serious injury associated with the event. As such, this report is being submitted in an abundance of caution.